Event description:
It was reported that one day post implant, the right ventricular (rv) lead had high threshold and r wave sensing issues. The rv lead was repositioned and left in use. It was also reported that the atrial rhythm became junctional and the right atrial (ra) lead was unable to sense or capture. Multiple attempts to reposition the ra lead resulted in the same issues so the lead was removed and replaced. It was also reported that the new ra lead had the same issues of no sensing or capture in multiple atrial locations. The lead was finally left in a lateral position and hooked to the device. The ra lead was unable to sense or pace initially, however; after 2 ventricular fibrillation inductions and defibrillations, the lead was able to sense and capture. The new ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. No anomalies were found. Subsequently, the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.